Event description:
A funeral home called to report a patient's death and need to explant the implantable neurostimulator prior to cremation. The cause of death and relationship of the death to stimulation therapy was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.